Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager had multiple times failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the remote manager pcb controller board had been producing a whining noise due to a faulty speaker. The old-style latches also showed signs of corrosion, though no functional failure was observed. A field service engineer replaced the corroded latch with a new style one and swapped the pcb controller board with a spare (not from inventory). After tightening all screws and powering the station back on, the door was tested multiple times, and the whining noise was no longer present. The cable was inspected and found to be intact on both ends. The system functioned as intended after the field service engineer repaired the device.